Manufacturer narrative:
On 12/18/2018 - we have requested the product be returned to the manufacturer. To date, we have not received the device.

Event description:
On 11/29/2018 - the consumer claims the product got very hot. The consumer noticed the product was on fire. The consumer claims her back was had bubbles and the product burned her couch. Medical attention was not received.